Manufacturer narrative:
Evaluation results: one fluid warming level 1 hotline low flow system (hl-90) was returned for investigation in used condition. The investigator noticed a damaged enclosure, tank cover, and front cover. In addition the plate clip and line cord were worn. The temperature was found to be stable during testing. The customer reported product problem was not confirmed. No fault was found with the device.

Event description:
Information was received that the temperature of a smiths medical level 1 hotline blood and fluid warmer would not stabilize, as the temperature check "went into temperature range and did not trip the alarm". It was also noted the "temp button on side did nothing, will not alarm". The event occurred prior to use with a patient and there were no adverse effects.